Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in (B)(6) of 2016 that resulted from a car accident and stress. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer reported bent cannulas. Customer indicated that he broke a mechanism that secures the belt clip to the insulin pump. The customer did not provide any further information about the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.